Event description:
Patient has a heartmate 3 lvad implanted in 2018. On [redacted date], the patient had sudden onset of vad low flow alarms, with flows 2-2.5 lpm (baseline 5 lpm). Patient was instructed to come to [redacted name] for urgent evaluation. Chest CT revealed severe outflow graft stenosis. The patient underwent graft obstruction release surgery on [redacted date]. The surgical report noted exudative materials around the dacron graft and around aortic anastomosis.